Event description:
It was reported that the right ventricular (rv) lead had brief t-wave oversensing (twos). The following device check was normal. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.